Event description:
"On (B)(6) 2013 at the (b)(40, it was reported that there were frequent actuator failures and error codes 1004 and 3004 on the hcu 30 base unit 200-240v serial number (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."